Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead would not straighten out at the tip and had a "l" shape at the tined electrode end. The lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared damaged at implant.